Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No button error alarm could be verified due to a blank display. Corroded keypad traces were noted during the visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported, the customer received a button error alarm. The customer's blood glucose was unknown. The mother stated, her son may have exposed the insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.